Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date: (B)(6) 2025, brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per hcp's office the leads flipped. Hcp specifies this as the reason for lead revision. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the actions taken involved a lead revision which was successful. The issue has been resolved. The leads were removed and discarded or given to the manufacturer representative (rep).